Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was additionally reported that the lead was fractured.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the rv (right ventricular) defibrillation coil and svc (superior vena cava) defibrillation coil was beyond the expected upper range. Rv defibrillator impedance was 254 ohms on (B)(6) 2016. Superior vena cava (svc) defibrillator impedance was 254 ohms on (B)(6) 2016. Concomitant medical products: 5554-53 lead, implanted: (B)(6) 2002; the 305c27 tissue valve, implanted: (B)(6) 2004; the 4196-88 lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a high impedance on both the superior vena cava (svc) and rv defibrillation coils. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.